Manufacturer narrative:
(B)(4): the customer reported that the ac power module inlet was broken. Philips sent the customer a new ac power module. Subsequently the customer informed philips that replacing the defective ac power module resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module inlet was broken.